Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after 2 years of implantation, loss of capture in any polarity and impedances of > 3000 ohms were noted. The lv lead was also replaced at that time. The original event reported to us, states this device was implanted for one and a half years, but based on the implant and event date, this pacemaker had been implanted over 2 years. This device was not returned for analysis.

Manufacturer narrative:
(B)(4) 2015 - we were informed this lead was returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 53 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. These findings can be considered as the root cause for the observed sensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after 2 years of implantation, loss of capture in any polarity and impedances of > 3000 ohms were noted. The lv lead was also replaced at that time. The original event reported to us, states this device was implanted for one and a half years, but based on the implant and event date, this lead had been implanted over 2 years. This device was not returned for analysis.